Event description:
The company was informed that the pts device had migrated. Surgery to reposition the device took place in (B)(6) 2014. Advanced bionics is in the process of gathering additional info. Once more info is received a supplemental report will be submitted.